Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 273 mg/dl at the time of the call. The customer did not mention how they were treated for the lows. The customer experienced low symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer was experiencing highs of up to 600 mg/dl. The customer used manual injections to treat the highs. Troubleshooting was not completed for the low or the highs as the customer declined. However, the pump passed a high pressure test. The customer also reported air bubbles in the infusion set. The customer had an accident in their garage during the low and broke their arm. The customer has been using one hand to insert the set and reservoir due to the broken arm. The customer stated they rarely get lows. The insulin pump will not be returned for analysis.